Event description:
It was reported that implantable pulse generator (ipg) was explanted and replaced due to premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary continued: analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: 5076 implantable pacing lead (B)(6) 2010. (B)(4).